Manufacturer narrative:
The reported event was confirmed. One of the flippers of the tibial alignment ankle clamp was fractured. The device was manufactured to revision g of the product drawing. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review determined there have been 3 other events for the lot referenced. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
Tibial ankle clamp found broken while assembling instruments.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Tibial ankle clamp found broken while assembling instruments.